Manufacturer narrative:
The insulin pump was received with missing and partial display due to bleeding lcd glass. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. No motor error alarm, no excessive no delivery alarms noted and the motor was tested outside of the device and passed. All operating currents tested within the specification range and passed off no power test. The insulin pump had broken battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed motor error alarm and no delivery alarm. Customer's blood glucose was 400 mg/dl. Device passed the displacement test. Device had a partial display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.